Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 15947561.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was having pain at the lower extremities with weakness on the leg. All device components were explanted and will not be returned.